Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
The reporter stated that the patient arrived to the hospital via (B)(6) on (B)(6) 2011 with blood glucose (bg) readings of "hi" (> 600 mg/dl) with "altered mental status". The patient had reportedly been "vomiting for days" and "became delirious". The patient was reportedly admitted to the ICU and placed on an insulin drip. The reporter stated that the pump was in suspend mode and was alarming when the patient arrived at the hospital and the alarm history showed an empty cartridge since 10:54 pm on (B)(6) 2011. Customer support reviewed the pump with the reporter and found that only two boluses were delivered in the past five days, and that the basal settings had been changed between (B)(6) 2011 and (B)(6) 2011. There was no insulin in the cartridge. A review of the prime history indicated that the patient had been using the infusion set for six days. The user guide instructs the user to change infusion sets every three days. The reporter stated that the patient was unavailable to answer questions as she was unresponsive at the time of the call to animas customer support. This complaint is being reported because of the patient's alleged hyperglycemic event while using insulin pump therapy. Use error in inadequate response to an empty cartridge alarm may have caused or contributed to the reported incident. There is no further information available at this time; attempts to obtain follow up information have been unsuccessful.